Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported patient mentioned that since they got the implant the stimulation was going to their chest, heart, front of their legs and feet instead to their back and spine. Patient mentioned that they were having pain on their feet since the implant.

Event description:
The reason for call was patient states she has not heard back from the medtronic representative that was at her trial. Patient states the rep was supposed to be at her post op appointment with her healthcare provider and they did not show. Patient said the healthcare provider said to call her and give her a representative as they was coming down to naples fl from boston. Agent asked who the representative was and patient did not know. The problems she was having because the stimulation was going off of her chest instead of her spine and that they needed it adjusted because it was bothersome. Patient stated no one showed up for the appointment and she was told they would have to reschedule when they knew pt was flying to fl the next day and couldn't reschedule. Patient also mentioned it was very uncomfortable and causing issues. The patient was redirected to their healthcare provider to further address the issue. Agent sent email to the reps. Agent reviewed hcp listings over the phone. [See related information in pe 708666348 - heating/ rpl]

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2025, product type lead product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep had a follow up for this patient. They met with patient again on 4/20. She felt she was only getting 30% pain improvement from scs. She is wondering why the trial worked so well, and the implant is not giving her much relief. Imaging of leads reviewed with physician and implanted leads are at same vertebral level as trial, but they are not as midline. The patient mapped the leads and was unable to get scs down into her legs-most is in ribs and stomach. I gave the patient 5 more programs to work with and try. If they don¿t help- she is going to see her implanting physician and team in boston. She is going up there in 2 weeks for 6 months. Physician is aware.